Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the auxilliary interface board and the communication circuit board. The system operated as intended.